Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized three times due to low blood glucose level on (B)(6) 2020 and in (B)(6) and early (B)(6). Customer's blood glucose value was below 40 mg/dl and 42 mg/dl at the time of the incident. Customer's current blood glucose value was 115 mg/dl the customer was assisted with troubleshooting for low blood glucose. The customer was treated with food, intravenous, sugar bag and sugar water. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that insulin pump was over delivering. Customer stated that they performed displacement test and insulin pump passed it. The device will not be returned for analysis.